Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer gear was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy x-ray. There was no report of pt injury or death.